Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that numerous clients were having bypassing issues with the foley catheter. The nurses also reported that the balloon volume had been 7ml in the balloon instead of 10ml when it was inserted.

Event description:
It was reported that numerous clients were having bypassing issues with the foley catheter. Nurses also reported that the balloon volume had been 7ml in the balloon instead of 10ml when it was inserted. Per additional information received via follow up on (B)(6) 2022, stated that there was no impact to the patients.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . Based on entry description, the user probably experience catheter leaking. The potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.